Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that the corail neck segment offset contain a rubber "o" ring inside the neck. This collects bio hazardous material but the rings are difficult to clean and remove. It was also mentioned that there is often debris around the ring inside the neck segment.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the information provided was evaluated. A field safety action was initiated to address this issue. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The issue will be monitored through post market surveillance reviews. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.